Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing both low blood glucose level and high blood glucose level. Customer reported blood glucose level of 41 mg/dl and in range of 40 mg/dl. Customer stated they took juice and ate, blood glucose at noon went upto 400 mg/dl. Troubleshooting was declined for low blood glucose level and high blood glucose level. The insulin pump will not be returned for analysis.